Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the implant procedure that the lead had higher capture thresholds and it was questioned whether the steroid had caused the issue. There was scar tissue present in the patient. The lead was implanted and while useable, was capped and surgically abandoned. Another implanted lead was utilized for connection to the device. No patient complications were reported.